Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was found at 8.2-11.3cm. The etfe coating was abraded at this location. Internal insulation abrasions were found at 7.8-8.0cm and 10.9-11.2cm from the distal tip. External insulation abrasion was found at 36.2-36.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that asymptomatic patient presented in clinic for normal follow-up. Externalized conductors were noted via cine. All electrical measurements were normal. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.